Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2017-01840. It was reported one of the patient's leads had migrated which was confirmed by x-rays. The patient underwent surgical intervention to replace the migrated lead on (B)(6) 2017. During the procedure, the other lead was accidentally cut but the physician could not pull the lead out due to scar tissue. As a result, the migrated lead was replaced and the other lead was left implanted in patient but not in use. Two new leads were implanted which resolved the issue. Both leads are being reported. It is unknown which lead migrated and which lead was cut.